Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Explant date: not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicates during a corpectomy of the c7 vertebral body surgeon inserted a graft into the space, then selected a cslp-va 2-level plate and inserted five screws to lock down the plate, two cranial, two caudal and one into the graft. As surgeon was tightening the screw going into the graft, one of the flange's on the screw head broke off in the patient. Surgeon could not tighten screw or remove the screw with the screwdriver. Surgeon attempted to remove the screw with a pituitary and broke a second flange, leaving only two. Surgeon tried to remove the screw with the conical extraction device, without success, with the tip of the conical extraction device breaking off in the head of the screw. Surgeon was unable to remove the tip of the extraction screw, tip remains in the patient along with two flange's of the screw head. The remaining four screws were locked down and the procedure was completed. This report is for 1 4.0mm ti cortex expansion head screw self-drilling 14mm this is report 4 of 4 for (B)(4).